Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 280 (mg/dl). A supply change and bolus via the pump were used to address bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly the customer would continue to use the pump for insulin therapy.